Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin keypad assembly. Pump error 53 found in the device history to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had software error detected and hardware low level failures alarm. Customer's blood glucose value was 3.6 mmol/l at the time of incident. Customer stated that they were able to clear the alarm but self test was performed and it was failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.